Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later confirmed that pre-cleaning and preparation starts about fifteen to twenty (15-20) minutes after the examination. All employees took part in the 40-hour reprocessing of endoscope preparation course except for one (1) new employee. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to foreign material in forceps elevator, service found there was a leakage from the forceps elevator, the insulation resistance value at the distal end was out of specification due to scratched plastic distal end cover, the light guide lens was chipped, there were irregularities in appearance of the adhesive on the bending section cover, and the bending angle in up direction was out of specification due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, residual liquid (foreign material) was observed in the forceps elevator. This report is being submitted for the malfunction found during device evaluation (foreign material in forceps elevator). There was no patient or user injury reported.